Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set was separated from the main body during disconnection from the yume-set. This event occurred during use with patient involvement. The duration of use for the minicap transfer set was three months. The patient has been using peritoneal dialysis therapy for two years. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing with no issues noted. The reported problem was verified during visual inspection. A loose chip (dark blue female connector separated from light blue main body) was identified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.